Manufacturer narrative:
Additional information: for background, stryker acquired gauss surgical inc. (¿gauss¿) on september 1, 2021. The majority of the late mdrs resulted from a retrospective review of reportability decisions made prior to the acquisition. Additionally, stryker has determined that a CAPA is needed to improve the post-acquisition complaint review process ¿ as a result, CAPA #3338129 was approved on june 14, 2023 and opened on june 19.

Event description:
Per the customer, they feel their imaging technology is giving them abnormally low results on heavily saturated laps for the last 6 weeks. They had a sponge total of 200 ml's. At the end, they thought someone forgot to enter the hb because the number was so low so they went back in to start a new case and used the same 25 sponges to image. The second time through, our technology told them there were 290ml's on those same sponges. The customer stated that they had a case where their sponge qbl gave them a total of 400 ml's. After weighing the laps on a baby scale to compare, they had number of roughly 1600ml's. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Event description:
Per the customer, they feel their imaging technology is giving them abnormally low results on heavily saturated laps for the last 6 weeks. They had a sponge total of 200 ml's. At the end, they thought someone forgot to enter the hb because the number was so low so they went back in to start a new case and used the same 25 sponges to image. The second time through, our technology told them there were 290ml's on those same sponges. The customer stated that they had a case where their sponge qbl gave them a total of 400 ml's. After weighing the laps on a baby scale to compare, they had number of roughly 1600ml's. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.